Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen for the initial activation of the device. The user was not able to hear any sound when the device was stimulated directly. The user admitted that he had a blow to the head prior to the activation appointment. It is suspected that the floating mass transducer is no longer coupled to the head of stapes. Revision surgery is planned for (B)(6) 2025.

Event description:
When the user was seen for the initial activation of the device, he was not able to hear any sound when the device was stimulated directly. The user admitted that he had a blow to the head prior to the activation appointment. It is suspected that the floating mass transducer is no longer coupled to the head of the stapes. Revision surgery is planned for (B)(6) 2025.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient had no hearing perception during activation of the device. Reportedly the recipient suffered from a head trauma, which likely caused a migration of the floating mass transducer from its intended position. Revision surgery is planned in (B)(6) 2025.

Manufacturer narrative:
According to the information received from the field the recipient had no hearing perception during activation of the device. Reportedly the recipient suffered from a head trauma, which likely caused a migration of the floating mass transducer from its intended position. A revision surgery was performed. This is a final report.

Event description:
The user's hearing performance with the device is affected. When the user was seen for initial activation, he was not able to hear any sound when the device was stimulated directly. The user admitted that he had a blow to the head prior to the activation appointment. It is suspected that the floating mass transducer was no longer coupled to the head of the stapes. A revision surgery was done in (B)(6) 2025.